Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI: (B)(4).

Event description:
The patient presented with the device in backup vvi mode. Technical services recommended reprogramming that resolved the issue. The patient's condition was stable.